Event description:
It was reported that during an open total gastrectomy and an open transverse colectomy, a bit bleeding occurred after the firing. The bleeding was stopped with an electric scalpel. It was confirmed that the staples were unformed around the half of the target tissue. Additional suture was performed by hand to complete the case. The target tissue was taken in the jaws properly. A purse-string suture was performed by a purse-string forceps. The anvil was set to the device properly. The indicator was within range of the green gap setting scale. The target tissue was completely cut off. The doughnut was formed properly. The firing handle might have not been fully grasped since the device was fired by a trainee doctor. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).